Event description:
It was reported that the insulin pump is not delivering insulin. Customer is experiencing high blood glucose. The blood glucose reading is 200 mg/dl. Customer has a headache. Customer treated with bolus. The blood glucose reading increased to 325 mg/dl, customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.